Event description:
It was reported patient underwent surgical intervention to address inoperable ipg. While disconnecting the leads from the ipg, there were multiple high impedances on both leads. As a result, the extension was explanted, and the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction: d4 - primary unique device identification (UDI) number.